Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx drug eluting stent was attempted to be used to treat a severely tortuous and severely calcified lesion with chronic total occlusion (100%) located in the obtuse marginal. It was reported that the vessel had extreme tortuosity and calcification. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. There was no difficult in removing the protective sheath. The device was inspected with no issues. The lesion was pre-dilated. Negative prep was not carried out. The device initially went through a bypass graft and then into the native artery. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and force was used. The inflation device remained on neutral pressure during delivery of the device. It was reported that the device failed to cross the lesion. The device as inspected and reported to be fine. A non-medtronic 7f guideliner was then used and a re-attempt was made to deliver the stent. It was reported that when trying to remove the device into the guideliner the stent dislodged and unraveled. The stent was snared and dragged down into the femoral area but the stent would not go through the sheath. The stent was then surgically removed from the femoral area, without complication. No patient injury was reported.